Event description:
It was reported that during a surgical procedure at the user facility the device disassembled, resulting in pieces falling into the surgical site. An x-ray was taken to confirm all pieces were removed. There was a 20-30 minute delay, and the procedure was completed. No further consequences were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device disassembled, resulting in pieces falling into the surgical site. An x-ray was taken to confirm all pieces were removed. There was a 20-30 minute delay, and the procedure was completed. No further consequences were reported.